Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease (flat), wear abrasion, and delamination of the diaphragm valve. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Health professional reported right side deflation and capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation and capsular contracture, baker grade iii. Device was explanted.